Manufacturer narrative:
Analysis of wr9200 (serial#(B)(6) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger stopped working. Consumer said the battery indicator lights are flashing up and down. Worked with consumer to reset the charger by holding down the power button for 45 seconds while the charger was on the dock plugged into ac power and while it was off the dock. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient mentioned unrelated medical history. This included consumer said patient charges every single day and has not been able to charge for 2 days, caller was concerned the implanted neurostimulator battery may still be empty. Worked with consumer to use the recharger they still had to start charging and consumer said they saw the fully charged ins battery screen. Caller confirmed patient's therapy was turned on. No symptoms reported.